Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The proximal sutures were cut. The distal cartridge suture was released. The distal anvil suture was still anchored with a small piece of reinforming material attached. One reload opened and outside of its packaging. The jaws of the reload were open. Reinforcement material was attached to the distal end of the anvil. The staple cartridge was not visible. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding. The distal anvil suture did not release during the cycling of the reload. The reload interlock was tested and found to function properly. It was reported that the trs material did not release. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during the second firing of the stapler on the stomach, the anvil-side retaining suture did not cut at the distal tip. To resolve the issue, trs material was cut away using hand instrument to free it from the reload. There was no patient injury. Medtronic's initial evaluation of the returned product found that the user fired the device in thicker tissue.